Event description:
It was reported that the continu-flo solution set leaked during a demonstration. The nurse spiked the set into a bag of saline when the leak was identified. The saline ran down the tubing onto the nurse¿s hands. The saline was identified to be leaking from directly below the sets drip chamber. There was no patient involvement. There was no staff injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a crushed tubing and a hole in the tubing. A functional flow test revealed leakage from the crushed tube. The cause of the crushed tube was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.